Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 539 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer will continue to use the device.

Event description:
Customer stated that they dropped insulin pump and it stared beeping. Customer stated that the insulin pump received other critical pump error and pump error alarms. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black insulin pump case type: ngp. Customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm and critical insulin pump error found on (B)(6) 2022. Allegation to high blood glucose noted. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found moisture damage on the [force sensor/motor/electrical board 1/electrical board 2]. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Bootloader traces indicate that a critical error triggered the critical insulin pump error (open book image) alarm. Force sensor zero offset not within specification (0.1mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Critical insulin pump error (open book image) alarm confirmed due to moisture damage on the force sensor. Unable to verify insulin pump error due to failed download attempt to obtain history files and traces using thus. Insulin pump exposed to moisture confirmed at [force sensor/motor/electrical board 1/electrical board 2]. Unable to verify customer alleged for high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.